Manufacturer narrative:
(B)(4). Reported event was considered confirmed as visual assessment showed the device fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Sem analysis indicates that the fracture surface artifacts are consistent with an overload fracture. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the device fractured while impacting the femoral prosthesis. Another device was used to complete the surgery.